Event description:
It was reported that during a da vinci si surgical procedure, the wires of the fenestrated bipolar forceps instrument were noted to be broken. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that both pitch cables are broken at the distal clevis hub. It is unusual for more than one cable to break. The cable segments that contain the crimp are still installed in the clevis. The clevis does not exhibit any damage or wear marks. Other cables at the wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.